Event description:
Initial info: I did exactly as was outlined and froze 2 warts on my fingers and 3 on one toe. I then left the canister on the table but noticed that there was a small amount of liquid that had built up in the plastic tube. I very slightly tilted the canister towards me so I could see if the liquid had gone as I wanted to put it away when a short sharp spray came out of the top of the canister directly into my face and eyes. I immediately started screaming at my husband "it's in my eyes, it's in my eyes", and we ran out into the kitchen and frantically washed my face and eyes with cold water. I did this for about one minute and was so scared that I wouldn't be able to see. This morning, all seemed fine and I am now at work. Follow-up info: customer read and understood all times as prescribed in the package insert. Customer noted approximately 1 mm of liquid sitting on top of the cotton plug. Customer noted the canister was approximately 30 cm away from the face at the time of incident. "Spray" lasted approximately one second while the canister was tilted.

Manufacturer narrative:
No previous complaints of this nature were received regarding lot 9305. This is also the first complaint of this nature for this item.